Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced stimulation on the wrong side of the body. X-ray confirmed the t9 lead had migrated. The patient underwent surgical intervention where the t8 and t9 leads were replaced with new ones restoring therapy. T8 lead was electively replaced by the physician.